Manufacturer narrative:
Pt information unavailable as no pt was involved in this concern. Site doesn't have a service agreement. Mnav. Rep asked for an authorization from hospital technical department to work on the system, but site didn¿t confirm.

Event description:
Medtronic rep reported the vertical ball joint assembly was hard to lock down. Event did not occur during surgery and no pt was present.